Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. It was reported that the pump was replaced because the pump battery died 2 days before christmas. The caller noted that a code appeared (code: asked/unknown) that told the healthcare professional (hcp) that the pump was dead. There were no symptoms reported. There were no further complications reported/anticipated.